Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 51.7 cm was returned for analysis. External insulation abrasion was noted at 15.7-16.4 cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion was noted at 9.8-12.3 cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 8.9-10.9 cm and 17.0-19.5 cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 21.3-21.4 cm, 21.9-22.0 cm, 22.9-23.0 cm, 25.1-25.3 cm, 26.2-26.3 cm, 26.7-26.8 cm, and 27.2-27.3 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 27.5-28.1 cm from the distal tip. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.